Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-21161. Related manufacturer report number: 2017865-2023-21163. It was reported that the patient presented in clinic for an unrelated procedure. Post procedure, the pacemaker system exhibited loss of ventricular capture. No intervention was performed. The condition on the patient is unknown.